Event description:
Central patient monitoring station went dark and clinical staff heard a popping sound and saw smoke. They unplugged the device and contacted biomedical engineering and life safety. The device was then removed from service and replaced with a functional device.